Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated 'it's hard to get the personal therapy manager to respond sometimes. It takes a little while. It's at 91% and then it's at 100%.' They connected to the pump well without issue. The patient mentioned they were to have magnetic resonance imaging that was unrelated to their pump/therapy.